Event description:
It was reported during a pta of a graft in the axillae, the doctor inflated the balloon 4 or 5 times at 27atm in the graft, then the balloon would not continue to inflate. The doctor attempted to deflate the balloon and half of the balloon deflated, and half of it remained inflated, so he could not remove it through the sheath. The doctor then inflated the balloon again and was able to deflate it completely and remove it through the sheath. There was no pt injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. Upon inspection of the returned sample, the outer shaft of the catheter had a kink approximately 55.5cm from the distal tip. The proximal cone had a slight bunching on the outside. No other defects noted. Checked patency of the catheter with an in-house .035 inch guide wire and had no problems. Immersed the balloon catheter into a warm water bath. Using an in-house inflation device, inflated the balloon catheter with air and immediately noticed a pinhole leak in the proximal cone at the site of the bunching mentioned earlier. The bunching is most likely due to the burst failure mode, and the pinhole leak is most likely the cause of the deflation problem. The result of the investigation was confirmed for difficult to deflate due to a pinhole leak, root cause unk. It is unk. If procedural issues contributed to this event.